Manufacturer narrative:
(B)(4). Unit received with unresponsive buttons due to corroded keypad trace, corroded battery tube and corroded electronic assemblies. Unable to perform displacement test or selftest due to unresponsive keypad. Test infusion set/p-cap locks in properly. Unit received with cracked case (battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to the moisture. It was reported that customer hear fluid when shaking insulin pump. The blood glucose of the customer was unknown. The device will be returned for the analysis.